Manufacturer narrative:
The customer reported complaint of the platform displayed the user advisory (ua) 06 (battery temperature exceeds safety threshold) was not confirmed during the archive data review or initial functional testing, however, the platform failed with user advisory (ua) 16 (timeout moving to take-up position) error message during the initial functional testing and the error was observed in the archive data around the reported event date. The potential root cause was due to defective load cells as a result of damage sustain by mishandling. Visual inspection was performed and found a damaged bottom enclosure, not confirming the customer's claim of the large crack on the platform cover. The cause for the physical damage was due to mishandling. To remedy the damage, the bottom enclosure was replaced. Review of the archive data indicated user advisory (ua) 16 errors occurred around the reported event date, unrelated to the reported complaint. The platform failed the initial functional testing due to error message user advisory (ua) 16 displayed when the platform was powered on, unrelated to the reported complaint. The load cell characterization testing shows both load cells readings were not within specification. The load cells replacement required to remedy this issue. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 30 minutes without any fault or error.

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 06 (battery temperature exceeds safety threshold) error message, in addition, the customer observed the large crack on the platform cover. No patient involvement.